Event description:
The customer alleged the unit was leaking from the bottom, the liquid had a bluish tint. The unit leaked while it was powered down. The customer later stated the unit leaked cidex opa solution. The customer stated the issue was due to over-filling the reservoir with six gallons of cidex opa instead of five gallons as per the IFU (instructions for use). No injuries or adverse events were involved. The customer emptied the reservoir and refilled it with the correct amount of cidex opa solution. The issue was resolved.